Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported martel printer was hot to touch, for the I-stat 1 analyzer. There was no report of any injury associated with the complaint.